Manufacturer narrative:
Technical support troubleshot with the customer via phone and advised the customer to replace the power supply. The customer replaced the power supply to address the reported problem.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the ventilator will not operate on ac power. The customer reported there was no patient involvement.